Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump went into threshold suspend. She was unable to get the insulin pump out of the suspend mode. Customer's sensor glucose reading was 51 mg/dl but her blood glucose level was 106 mg/dl. Her sensor and blood glucose difference was not within an acceptable range. The insulin pump alarmed calibration error, predicted low, and meter blood glucose now. The customer was advised that the device would be replaced and agreed to return the product for analysis.